Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date, and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device not functioning properly. The patient was examined by his physician who found that there was fluid loss from the system. The ipp device was then explanted, and a new ipp device was implanted. There were no patient complications.